Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 may 2025, on january 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 8th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of in vivo sensor data showed optical instability around the time frame of the report inaccuracies.in an associated (B)(4), the user reported as of 18-may-2025, the site was still healing and user was treating it with alcohol and patching it with tegaderm which most likely contributed to the instability observed and the consequent differences in bg/sg observed by the user.the user was offered a sensor replacement as a resolution. B4. Date of this report 05 august 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 05 august 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated 19 december 2024. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.